Event description:
It was observed that during the device evaluation, the high flow insufflation unit did not work properly due to a failure in cr board and the tube obstruction warning alarm did not sound due to damage on manifold unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely due to expected or random component failure without any design or manufacturing issue. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.